Event description:
It was reported that (2) devices were used during a general surgery procedure. It was reported by the rep that the hp052 and lcsc5 were used in the case. A mono tone was emitted. They switched the cord and disposable out and it stopped working. Another device was used to complete the case. There was no consequence to the patient.